Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery (rcfa) was attempted using a proglide device with a 7f sheath after an angioplasty stenting procedure. Flushing of marker lumen was performed successfully prior to use. Reportedly, when inserted into the anatomy, no pulsatile blood flow was observed from the marker lumen of the proglide device. A new proglide device was used to achieve hemostasis in the rcfa. An arteriotomy closure of a left common femoral artery (lcfa) was attempted using a proglide device with a 6f sheath after an iliac stenting procedure. Reportedly, hemostasis was not achieved after suture placement with the proglide device. Manual arterial compression was applied to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.